Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 49 mg/dl. Her low blood glucose level was due to her taking more insulin than she needed. She corrected her blood glucose level by drinking orange juice. Troubleshooting was declined. The device was not returned.